Event description:
A health care provider (hcp) for a clinical study reported that the patient had inflammation without an infection at the implantable neurostimulator (ins) site. Diagnostics included an examination that found inflammation on (B)(6) 2016. Additional examinations on (B)(6) 2016 and (B)(6) 2016 found inflammation. Interventions included an unscheduled clinic or office visit and antibiotics being prescribed on (B)(6) 2016. The antibiotics were prolonged on (B)(6) 2016 and (B)(6) 2016. The etiology was not related to the device or therapy and related to the implant procedure and surgery/anesthesia. The event resulted in medical or surgical intervention to prevent life threatening illness, injury, or permanent impairment to a body structure or function. The event was ongoing.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID neu_unknown_ext, explanted: (B)(6) 2016, product type extension.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that another examination was performed on (B)(6) 2016 that resulted in the identification of the infection. It was also noted that the replacement implantable neurostimulator (ins) and extension were implanted on (B)(6) 2016.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was resolved without sequelae on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
It was identified that report number 9614453-2017-00905 is a duplicate event of this report (9614453-2016-05752). To this end, all additional information received about this event will be submitted under this report number 9614453-2016-05752 rather than the duplicate report (9614453-2017-00905).

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the patient experienced an infection with inflammation at the implantable neurostimulator (ins) site. The diagnostic methods included an examination on (B)(6) 2016 that resulted in the identification of the issue. The etiology was stated to be not related to the device/therapy, but related to the implant procedure; surgery / anesthesia were noted. It was also stated that the event required an in-patient hospitalization or a prolonged hospitalization, and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The interventions included explanting the implantable neurostimulator (ins) and extension on (B)(6) 2016; the event was resolved without sequelae on (B)(6) 2016. It was identified that report number 9614453-2017-00905 is a duplicate event of this report (9614453-2016-05752). To this end, all additional information received about this event will be submitted under this report number 9614453-2016-05752 rather than the duplicate report (9614453-2017-00905).